Event description:
Patient is status post ls-sl fusion approximately 5 days ago. Surgery was uneventful. The pa-c attempted to remove the drain from the surgical site this morning with dressing change. The drain fractured/severed below skin level, then could not be retrieved. Patient had to return to surgery to have this removed. The patient transferred to recovery room in stable condition. There were no complications. She tolerated the removal procedure well.

Manufacturer narrative:
An investigation is currently in progress. A follow-up report will be filed once the results have been completed.